Event description:
It has been reported to philips that the display storage was insufficient, so it was not possible to acquire images. The system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary procedure got completed as planned after restarting of the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the system log file showed ip pc errors. Upon functional testing fse found ippc was not starting up normally. The fse replaced motherboard battery, image disk 2 and reconstructed image storage. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.